Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/31/2013 with the following findings:the display issue was not able to be duplicated during testing; the pump powered on and the display was fully illuminated with no visible signs of discoloration. The pump case was removed and damage was found to the display flex or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.